Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarms noted during testing. The insulin pump had cracked case window display corner, scratched reservoir tube window and lcd window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 436 mg/dl at the time of incident. The customer stated that they were treating the high blood glucose before the button error alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.